Manufacturer narrative:
Previous e2 health professional: blank corrected e2 health professional: no. Previous e4 occupation: blank corrected e4 occupation: biomedical engineer getinge became aware of an issue with one of the surgical lights - xten. It was reported that the device is no longer stable and appears to be loosely attached to the ceiling. No injury was reported however, we decided to report the issue out of an abundance of caution, as a loose attachment of the device could lead to the device falling into the sterile field or during a procedure, which may cause serious injury in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Root cause analysis was performed by a subject matter expert at the manufacturer¿s, according to analysis in case of loosening, the probable causes of loosening correspond to an improper initial tightening during the installation or a maintenance not in accordance with the manufacturer's recommendations. The yearly preventive maintenance program mentions: - to check the suspension fixing screws. It is also indicated to not retighten the screws during maintenance. If screws appear loosened replace them. - to replace the 6 fixing screws every 6 years. In april 2019 getinge transmitted the service bulletin 98a on getinge online reminding to carry out preventive maintenance and wearing parts replacement to ensure the device safety, the service bulletin 98a mentions to replace the suspension fixing screws every 6 years during the preventive maintenance. Moreover, the voluntary fsca-808092, relating the maintenance program on maquet sas¿ or light systems, was communicated in september 2023, in order to focus especially the periodic replacement of the suspension fixing screws. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number ot # (B)(4).

Event description:
Getinge became aware of an issue with one of the surgical lights - xten. It was reported that the device is no longer stable and appears to be loosely attached to the ceiling. No injury was reported however, we decided to report the issue out of an abundance of caution, as a loose attachment of the device could lead to the device falling into the sterile field or during a procedure, which may cause serious injury in case of reoccurrence.

Manufacturer narrative:
The unique identifier (UDI)# information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation.